Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up angiogram after balloon dilation, a small perforation was noted at the lad and diagonal bifurcation. The perforation was treated with a balloon occlusion with no clinical sequelae.